Event description:
It was reported that the pt was seen at the implant center in september 2000 for device evaluation. A CT scan performed at that time revealed that the electrodes remained inside the cochlea; however, the device had migrated. In 2000, revision surgery was performed. The device was repositioned and secured. In november 2000, the pt was seen again at the implant center after the skin had healed. Impedance testing performed indicated that the device was functioning; however the pt reportedly did not receive any sound. In november 2000, another CT scan was performed. The results of this scan revealed that the electrodes had migrated outside of the cochlea. Revision surgery took place in 2001. The surgeon removed the device and electrode from the right ear, sterilized and reimplanted the device on the contralateral side. A co rep discussed reimplanting with another device. However, the surgeon decided that the device was not damaged and elected to reimplant with the same device.